Event description:
It was reported that during a surgical procedure the customer observed firing off of the sides of the wires of the bipolar maryland tip instrument. No pt harm, adverse outcome or injury was reported.